Event description:
The facility reported a pump with depleted batteries. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information or contact was provided.